Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the tha, the surgeon could not separate the femoral stem inserter/extract from the centpillar tmzf stem after he implanted it. Therefore, he implanted a spare centpillar tmzf stem (same size) instead of it."